Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient was feeling shocking sensation with certain movements. The patient underwent a revision wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.